Manufacturer narrative:
The reported events of no rf telemetry and no inductive telemetry were confirmed. The device was received with no telemetry communication and no output. The device battery was found below the end-of-service level. Hybrid testing with an external power source indicated a normal current drain. The device¿s battery was sent for destructive analysis and no anomalies were found. Further testing performed with a new battery did not identify any functional issues. This indicated a latch-up condition within the hybrid ic, which depleted the battery prematurely and resulted in the reported events. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in the clinic. During the interrogation, the patient's device was unable to be interrogated via rf telemetry and inductive telemetry. The device was explanted and replaced. The patient was stable throughout.